Event description:
It was reported that a navigable cannulated tap was used during a cadaver lab where the surgeon was demonstrating a matrix spine system minimally invasive system procedure. It was discovered upon inspection that the tip was broken two millimeters from the distal end. The tip of the tap remains in the cadaver¿s vertebral body. It was noted that tap was a test part. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name olo. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: xray analysis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-ray was conducted by a medical director from this manufacturer, the following was reported: per attached image, an irregular-shaped radiopaque object appeared in anterior 1/3 of the l4 vertebral body, it could be the broken piece of the cannulated tap based on physician's message. However, it is difficult to confirm it without comparing the image of the broken tap sample.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: a product evaluation was performed. The investigation of the complaint articles indicates that: the distal 2mm of the tap remained in the vertebral body after being passed over a 1.6mm k-wire, which is consistent with the technique guide procedure. This part was a test part that was part of the product development set used in a cadaver lab. It is not known how long this part has been used and is not regularly inspected for damage or wear. The component was noticed to be broken after the lab was complete and the fluoroscopic images were reviewed afterward to confirm that the tip broke at its maximum insertion point. However, the tap tip may have also broken earlier during insertion and been pushed forward along the k-wire. Large levering forces or hard bone would be the most likely reason for the tap to break the thin walled section at the tip, but the tap seems to have broken while inserted too deep for the large levering forces to occur and at the point in the vertebral body containing softer chancellor¿s bone. Other possible caused could be previous damage, severely kinked k-wire or abnormally dense bone in the vertebral body. Given that this is the first complaint for any of the cannulated taps in the navigable pedicle prep set and the ambiguous cause of the failure, a health hazard evaluation ((B)(4)) is currently ongoing with respect to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was produced and distributed in june 2013. The tip of the device is broken off. The fragment is not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material ((B)(4)) was used and the hardness was with 50.9 hrc, 1th measurement and 51.5 hrc 2nd measurement, within the specification of 50-55 hrc. It is likely that the complained damage was caused by a mechanical overloading situation at the tip. Because of the damage and the missing fragments, the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. Based on these results it is likely that the instrument worked correctly when distributed. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.